Event description:
It was reported that during an ear tympanoplasty surgical procedure, it was observed that the motor device had an ¿e2 error code¿. As a result, there was a ten minute delay to the surgical procedure. An identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization reported. No additional information was provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.